Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device failed during use on a patient.no injury reported.

Manufacturer narrative:
For the investigation only the error log was available. The user log was already overwritten as the device was used again after the described issue. The user log contains information about settings and alarm messages during use. According to the error log a device check performed at 11:54 am failed as not enough flow was delivered on the gas supply inlet. The root cause could not be determined due to incomplete information. The device was used after the issue without further described problems, hence a failure of the device is considered to be unlikely. One possible root cause is that the gas supply was not sufficient. The device alarms optical and acoustical in the event of a technical failure.

Event description:
Please see initial-report.